Event description:
"On or about (B)(6) 2009," a miniarc midurethral sling was placed to treat stress urinary incontinence. Plaintiff's attorney has alleged that, "plaintiff suffered multiple complaints in some time after the mesh was implanted including pain, infections, and voiding difficulties," and was diagnosed with "erosion". It was reported that, after conservative treatment, plaintiff underwent additional surgery on (B)(6) 2010 to remove the eroded mesh. Also alleged, the plaintiff has suffered severe and permanent injuries, and will continue to suffer pain, disability, impairment, loss of enjoyment of life, inability to engage in chose and necessary activities, and other damages.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.